Manufacturer narrative:
Initial and final MDR 1953645- MDR 3003442380-2024-22977- device 4 of 15.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with fifteen types of infusion sets used for less than a day. No further information was available.